Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The provided x-rays were reviewed by a health care professional. Pre implant view shows severe left shoulder osteoarthritis with bone-on-bone apposition and large osteophytes. Post implant views demonstrate interval reverse-type shoulder arthroplasty. The humeral implant articulates with the inferior aspect of the glenosphere. There is no displaced fracture or dislocation. Review with the subject matter experts was investigated to verify the accuracy of the bone model and guides. The provided guides and bone model were found to be compatible but not representative of the patients' true anatomy, with an osteophyte on the inferior side missing, according to the reported images. The development team reprocessed a case at the triage phase to identify where the issue may have occurred. It's observed at the segmentation stage of the e-manufacturing process, a potential discrepancy was found. When investigating the inferior segments of the scans to identify the osteophyte mentioned by the surgeon, there was a large bone segment that was potentially attached to the scapula only across a few frames (<3mm). In the frontal view portrayed in figure one, the bone fragment shows to remain unattached to the rest of the glenoid for the majority of the scans. This potential osteophyte was not included in the content to generate the mesh. The root cause is an operator error. The work instructions for CT segmentation of the shoulder require operators to inspect the generated bone contour on 2d slices and the meshed 3d bone model for flaws. They must ensure proper segmentation of 2d contours, including osteophytes and soft tissues. If osteophytes are not securely attached, they should be kept. The issue was escalated for further evaluation. Complaints are monitored through monthly complaint review to trend the issues and discuss them during the monthly CAPA feeder process. Any spike or unfavorable trend will be reviewed for further action. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information for the reported event.

Event description:
It was reported that the patient underwent an initial left psi shoulder procedure. Subsequently, upon impact of the baseplate, a glenoid fracture was sustained. It was noted that guides and codes were checked against plan, and patient¿s data matched. Inferior osteophytes were missed on psi bone models, leading to improper psi pin placement and misalignment of the baseplate. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(6) g3: australia. D11: (B)(4) - comp rev aug mi bsplt sm smpl- 66022085. Customer has indicated that the product will not be returned to zimmer biomet for investigation, requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.